Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5056253. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was used during an unknown procedure performed on (B)(6) 2011. According to the complainant, after the mesh was implanted, the patient experienced urinary tract infection, urinary retention, nerve damage, nerve pain, leg pain, hip pain and abdominal distention. The patient is taking amitriptyline 25 mg. For the nerve damage and trigger point shot and anesthesia for the nerve pain. The patient underwent surgery to remove part of the mesh that cut through the vaginal walls. She is currently in the process of having another surgery to remove the remaining part of the mesh that is also cutting through her vaginal walls.